Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips by customer: noise appearing in ECG. There was no known patient impact.